Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert. The customer reported blood glucose value of 31 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucagon, and glucose/carb intake. Troubleshooting was identified. The event involved product(s) mmt-431aj, mmt-342, mmt-1884l, mmt-7040ma. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer would continue to use the devices, no product return is required for mmt-431aj. No product return is required for mmt-342. No product return is required for mmt-1884l. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: customer reported having a low blood glucose. The low was treated with juice and glucagon nasal spray. Customer also reported a change sensor alert. Customer could not test the transmitter. Sensor was not inserted in the back of the upper arm. Troubleshooting was done for the sensor. Customer declined further troubleshooting for the low. Per customer, smartguard was not used. Pump was not discontinued at that time. Pump was returned two months later under case (B)(4).